Event description:
It was reported that the insulin pump changed by itself the amount of carbohydrates the user entered into the insulin pump. It was stated that they entered into the device only data which can be seen in the user's diary, but more data can be seen from the carelink. It was stated that the customer experienced moderate hypoglycemia and treated by a medical assistance. The pts claimed that the insulin pump was not functioning properly and they are not comfortable using the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.